Manufacturer narrative:
(B)(4). Failure mode "leak - device leak - cuff" could be confirmed with picture and videos attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "8 may 2025, when tube was inserted, there was a quality problem with the suction balloon. After the gas was injected, the balloon was filled but then the balloon collapsed."